Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and a fault code for voltage being too low for the remaining device longevity was displayed during interrogation. Boston scientific technical services (ts) advised to have this device replaced. Disk analysis was done which confirmed a fault code had occurred and indicated that therapy would be available for approximately 28 days. It was reported that the patient will undergo a replacement procedure. This device remains in service. No adverse patient effects were reported. Additional information received confirmed that this device was explanted and is now en route to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device never triggered replacement indicator while implanted. Forward to detailed analysis for further investigation.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery fault, fault code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.